Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hyperglycemia despite the pump registering multiple automatic and manual boluses, with approximately 20 units delivered over about 12 hours without effect until the infusion site was replaced; the event was associated with infusion set/site concerns such as potential insertion or absorption issues, and replacement supplies were arranged. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.